Event description:
It was further reported that the rv lead was not positioned in the left bundle branch and was instead positioned in the rv septum. It was also noted that the 'lead pulled back' was referring to loss of slack on the rv lead. The rv lead was explanted and replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular left bundle branch (rv lbb) lead was pulled back and exhibited high thresholds. The rv lbb lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected b5: 5th sentence and h6: fdd code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular left bundle branch (rv lbb) lead was pulled back and exhibited rising thresholds. The rv lbb lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the rv lead was not positioned in the left bundle branch and was instead positioned in the rv septum. It was also noted that the rv lead exhibited high thresholds and 'lead pulled back' was referring to loss of slack on the rv lead. The rv lead was explanted and replaced.